Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to extrusion of the electrode lead into the external auditory canal.